Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was prompting an error 5 strip issue when he was attempting to test his blood glucose. Per the onetouch ultra2 owner¿s booklet, the error 5 message prompts when there is a problem with the test strip, or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 12:42 pm. The patient reported taking no medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately after the alleged issue occurred he had ¿chills and did not feel good.¿ the patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca discovered this was not the first time the meter had been used. The cca noted that the patient¿s test strips were expired. When the reporter tested with new test strips, the alleged issue did not occur. The cca confirmed the reporter was using the correct testing process. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.